Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on her right side from garment rubbing against the skin. There was no alleged device malfunction contributing to the irritation. Patient reported a nurse applied a 2x2 bandage over the irritation. Follow up indicated that the irritation has healed.